Manufacturer narrative:
Corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that vns patient underwent an vns explant surgery due to an infection. The review of the manufacturing records confirmed sterilization with hp method for the generator prior to the distribution.

Event description:
Follow up indicated that the infection was observed in the lead and generator areas. No device implant is performed or planned after the vns explant on (B)(6) 2016. It was also reported that the patient is in good condition, receiving antibiotics and discharged from the hospital. The review of the manufacturing records confirmed sterilization with [hp] method for the lead prior to the distribution.